Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing an ibp/temp failure. There is no indication of pt involvement.